Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 125 ohms. The patient is on the transplant list and is very sick and spending a lot of time in the hospital. The patient will continue to be followed. No adverse patient effects were reported.